Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid and clonidine via an implantable infusion pump. It was reported that "maybe 8 years ago" the pump had a lot of problems soon after it was implanted.